Event description:
It was reported while using unspecified bd intravascular administration set the clamp failed to work. There was no report of patient impact. The following information was provided by the initial reporter: the safety clamp did not fully engage, and dr did not use the roller clamp to pinch off the line before removing from the pump module. No other information was provided.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Date of event is unknown; awareness date has been used for this field. Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using unspecified bd intravascular administration set the clamp failed to work. There was no report of patient impact. The following information was provided by the initial reporter: the safety clamp did not fully engage, and dr did not use the roller clamp to pinch off the line before removing from the pump module. No other information was provided.

Manufacturer narrative:
H6: investigation summary: a complaint of safety clamp not fully engaging was received from the customer. No product or photo was returned by the customer. The customer complaint of clamp issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot and model number are unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.